Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc): received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe pelvic pain. She was submitted to a hysterectomy. This event is listed according to essures' reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated both of her fallopian tubes/essure perforated backwards in uterus"), uterine perforation ("essure perforated both of her fallopian tubes/essure perforated backwards in uterus"), salpingitis ("chronic salpingitis"), abdominal pain ("persistent abdominal pain/stabbing pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. A66686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, arthritis in 1993, dyspareunia, dysfunctional uterine haemorrhage, perineal pain, polymenorrhoea, endometriosis, chronic salpingitis, paratubal cyst and uterine enlargement. Concomitant products included ethinylestradiol;levonorgestrel (seasonale). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extreme menstrual changes accompanied with blood clots"), abdominal distension ("bloating"), arthritis ("joint inflammation/arthritis in both knees"), amnesia ("memory loss"), fatigue ("extreme fatigue/ intense fatigue"), migraine ("migraine headaches"), back pain ("persistent lower back pain"), arthralgia ("aggravation of arthritis pain arthritis pain"), headache ("constant headaches"), vaginal haemorrhage ("clotting from vaginal area"), abdominal pain lower ("intense cramping") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the abdominal pain had resolved. At the time of the report, the fallopian tube perforation, uterine perforation, salpingitis, menorrhagia, abdominal distension, arthritis, amnesia, arthralgia and mental disorder outcome was unknown, the genital haemorrhage, fatigue, headache, vaginal haemorrhage and abdominal pain lower had resolved and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, arthralgia, arthritis, back pain, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, salpingitis, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she denied to be allergic to nickel or any other component of essure. She did not experience a hypersensitivity reaction to nickel or any other component of essure.essure confirmation test was completed and stated successful, so she was advised by her doctor to discontinue it.she denied any complication or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure confirmation test. "Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record : salpingitis " quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: event "chronic salpingitis ",reporter, medical history added from medical record. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states on 26-apr-2016, on behalf of a female plaintiff/consumer of unspecified age in united states. It refers to the plaintiff, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Subsequent to implantation with essure, this plaintiff began to suffer from severe pelvic pain, extreme menstrual changes accompanied with blood clots, bloating, joint inflammation, memory loss, extreme fatigue and migraine headaches. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe pelvic pain. She was submitted to a hysterectomy. This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated both of her fallopian tubes/essure perforated backwards in uterus"), uterine perforation ("essure perforated both of her fallopian tubes/essure perforated backwards in uterus"), abdominal pain ("persistent abdominal pain/stabbing pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. A66686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1. Concomitant products included eugynon (seasonal). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extreme menstrual changes accompanied with blood clots"), abdominal distension ("bloating"), arthritis ("joint inflammation/arthritis in both knees"), amnesia ("memory loss"), fatigue ("extreme fatigue/ intense fatigue"), migraine ("migraine headaches"), back pain ("persistent lower back pain"), arthralgia ("aggravation of arthritis pain arthritis pain"), headache ("constant headaches"), vaginal haemorrhage ("clotting from vaginal area") and abdominal pain lower ("intense cramping"). The patient was treated with surgery (hysterectomy), surgery (hysterectomy) and surgery. Essure was removed on (B)(6) 2015. In (B)(6) 2015, the abdominal pain had resolved. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, abdominal distension, arthritis, amnesia and arthralgia outcome was unknown, the genital haemorrhage, fatigue, headache, vaginal haemorrhage and abdominal pain lower had resolved and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, arthralgia, arthritis, back pain, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she denied to be allergic to nickel or any other component of essure. She did not experience a hypersensitivity reaction to nickel or any other component of essure. Essure confirmation test was completed and stated successful, so she was advised by her doctor to discontinue it. She denied any complication or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 15-nov-2017: reporter added, start date and stop date updated, all relevant medical history, concomitant medication, concurrent condition and treatment were added. Events essure perforated both of her fallopian tubes/ essure perforated backwards in uterus, persistent lower back and persistent abdominal pain/stabbing pain and aggravated of the arthritis pain in both of her knees, heavy bleeding, clotting from vaginal area, constant headaches, intense fatigue and heavy bleeding were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated both of her fallopian tubes/essure perforated backwards in uterus"), uterine perforation ("essure perforated both of her fallopian tubes/essure perforated backwards in uterus"), abdominal pain ("persistent abdominal pain/stabbing pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. A66686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 and arthritis in 1993. Concomitant products included eugynon (seasonale). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extreme menstrual changes accompanied with blood clots"), abdominal distension ("bloating"), arthritis ("joint inflammation/arthritis in both knees"), amnesia ("memory loss"), fatigue ("extreme fatigue/ intense fatigue"), migraine ("migraine headaches"), back pain ("persistent lower back pain"), arthralgia ("aggravation of arthritis pain arthritis pain"), headache ("constant headaches"), vaginal haemorrhage ("clotting from vaginal area"), abdominal pain lower ("intense cramping") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (hysterectomy), surgery (hysterectomy), surgery and surgery (hysterectomy). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the abdominal pain had resolved. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, abdominal distension, arthritis, amnesia, arthralgia and mental disorder outcome was unknown, the genital haemorrhage, fatigue, headache, vaginal haemorrhage and abdominal pain lower had resolved and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, arthralgia, arthritis, back pain, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she denied to be allergic to nickel or any other component of essure. She did not experience a hypersensitivity reaction to nickel or any other component of essure. Essure confirmation test was completed and stated successful, so she was advised by her doctor to discontinue it. She denied any complication or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received and the following information was provided: essure caused or aggravated any psychiatric and/or psychological conditions was added as event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforated both of her fallopian tubes/essure perforated backwards in uterus"), uterine perforation ("essure perforated both of her fallopian tubes/essure perforated backwards in uterus"), abdominal pain ("persistent abdominal pain/stabbing pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. A66686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 and arthritis in 1993. Concomitant products included eugynon (seasonale). On (B)(6) 2013, the patient had essure inserted. In june 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extreme menstrual changes accompanied with blood clots"), abdominal distension ("bloating"), arthritis ("joint inflammation/arthritis in both knees"), amnesia ("memory loss"), fatigue ("extreme fatigue/ intense fatigue"), migraine ("migraine headaches"), back pain ("persistent lower back pain"), arthralgia ("aggravation of arthritis pain arthritis pain"), headache ("constant headaches"), vaginal haemorrhage ("clotting from vaginal area"), abdominal pain lower ("intense cramping") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (hysterectomy), surgery (hysterectomy), surgery and surgery (hysterectomy). Essure was removed on (B)(6) 2015. In august 2015, the abdominal pain had resolved. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, abdominal distension, arthritis, amnesia, arthralgia and mental disorder outcome was unknown, the genital haemorrhage, fatigue, headache, vaginal haemorrhage and abdominal pain lower had resolved and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, arthralgia, arthritis, back pain, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she denied to be allergic to nickel or any other component of essure. She did not experience a hypersensitivity reaction to nickel or any other component of essure.essure confirmation test was completed and stated successful, so she was advised by her doctor to discontinue it.she denied any complication or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 28-jun-2013: essure confirmation test . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jun-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.